Manufacturer narrative:
Followup MDR submission for device evaluation: no product or photo was returned by the customer. The customer complaint that the tubing coming apart could not be verified due to the product not being returned for failure investigation. A device history record review for model 47233e lot number 23059382 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 31may2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information: it was reported the bd gravity administration set separated while being used. The following was received from the initial reporter: "tubing coming apart; I believe at the drip chamber".

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd gravity administration set separated while being used. The following was received from the initial reporter: "tubing coming apart; I believe at the drip chamber."